Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's casing is cracked along the charging port and that the pump battery is depleting quickly. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow up from tandem technical support at this time and further information was unable to be obtained.